Manufacturer narrative:
Device is a combination product. If implanted, give date: 2005 device evaluated by MFR: : it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure stent thrombosis occurred. The totally occluded target vessel being treated was located in the left anterior descending (lad) artery. The patient presented with chest pain and very late in-stent thrombosis was discovered. The patient had drug eluting stents implanted in the lad and right coronary artery (rca) in 2005. The rca was patent, however the stent in the lad was totally occluded. The physician implied that this stent was a taxus stent. The thrombosis was treated with a 3.00x28mm promus stent and post-dilation with a 3.75x20mm quantum balloon catheter to 18 atms. Additional patient complications were not reported and the patient's status is ok.